Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the saw was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
A worn boot was discovered within the device. Worn components are a probable cause of overheating.